Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). A new sample from the patient was tested and the original was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse found that the wash probes were bent, and replaced them. The fse ran chemwash tests, and results were within range. The cause of the discordant, falsely elevated troponin result is unknown, as sample resulted as expected upon repeat testing prior to service.. The instrument is performing according to specifications. No further evaluation of the device is required.